Manufacturer narrative:
The rv lead remains actively in service. This safesheath accessory is not expected for return to boston scientific. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that the transvenous right ventricular (rv) lead in association with this safesheath accessory did perforate an undescribed location of the patient's right side, leading to cardiac arrest. Then the patient did recover intrinsic heart activity. The procedure was completed in entirety after that point.